Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the g5 mobile application shut down unexpectedly. It was reported that the operating system for the smart device was not a supported system. No additional patient or event information is available. No product or data was provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.